Event description:
It was reported that there was an inappropriate shock due to some oversensing of wide intrinsic complexes. Also, there was a stored atrial fibrillation episode which had some undersensing due to the amplitude variation of the rhythm. The patient has a history of slow ventricular tachycardia, so technical services advised to discuss any changes in programming with the physician. There were no adverse patient effects. The system remains implanted.